Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, customer tends to encounter bent cannulas with the infusion set, which are causing her blood glucose to go in the 300 mg/dl range. In (B)(6) 2014 customer had blood glucose of 400 mg/dl due to a bent cannula, treated with manual injections. Customer declined troubleshooting for high blood glucose and was unable to finish troubleshooting for bent cannulas due to customer had to go. Customer is not returning the insulin pump for further analysis.